Event description:
Revision surgery revealed lateral subluxing of the hip due to superior acetabular insert wear.

Manufacturer narrative:
Evaluation summary: the info provided and the examination results suggest that this event is not device related but rather is associated with component alignment.